Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
Asymptomatic customer reporting testing sars positive 7 times. Customer states they are negative by pcr and another brand rapid antigen test as well as negative for antibody testing. Report 3 of 7.